Manufacturer narrative:
Based on the information provided, it could not be determined that the alleged allergic reaction is related to the 3m¿ relyx¿ unicem 2 automix self-adhesive resin cement. A product quality investigation is pending completion.

Event description:
On (B)(6) 2025, the following information was provided by the dentist: on (B)(6) 2025, a patient had a crown and bridge placed on right-side using 3m¿ relyx¿ unicem 2 automix self-adhesive resin cement. Within three hours after the appointment, the patient experienced full facial swelling and hives in the area of the bridge. Patient went to the emergency room the same day and was treated with epinephrine. Patient has been to the emergency room twice for this issue and has to take benadryl daily to prevent and alleviate return of symptoms. The patient has a known allergy to shellfish.